Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. Customer stated that one of the infusion sets adhesive came off of her skin resulting in the cannula being removed from the infusion site. This caused an elevation in blood glucose. No adverse event was reported. The infusion set was requested to be returned for product evaluation.